Event description:
It was reported that a tsw35 was used during a laparoscopic colon procedure. It was reported by the affiliate that the instrument can not be opened enough. There was no consequence to the patient.